Event description:
It was reported that during a da vinci-assisted radical proctectomy without lymphadenectomy surgical procedure, the vision side cart (vsc) integrated electrosurgical unit (iesu) kept faulting out. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found the c-34 errors. The site was not using a computerized tomography (CT) scan during the errors and had swapped out the monopolar power cord along with the instrument and power cycled the iesu, but the issue was not resolved. The isi tse had the customer hard power cycle the iesu, and it faulted out as soon as it powered up. The site was planning to use an activation cable for the external force triad generator. The robotics coordinator called back and stated that they connected their backup force triad generator to the vsc personality module energy device (pmed), but the light emitting diode (led) was red. The tse confirmed the activation cable was not compatible with the xi system. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the customer noted ports were placed and the system was docked to the patient. The iesu worked fine at the beginning of the case, and it started giving error codes and quit working. The site changed instruments, cords, grounding pads, and powered the system off. The site had to delay another surgeon's robotic case to complete this case with the patient asleep on the table. The site had to use another vsc from another room to complete this case. The case was completed with a 45-minute delay. The procedure was converted to another da vinci surgical system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-34. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.